Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a critical pump error alarm. Customer's blood glucose was unknown. It was reported that the display screen showed an open book icon. She said that the open book has gone away and now there is a faded medtronic logo on the screen and a red flashing light. The customer stated that she was at the beach and put her pump in the cooler. She said that her pump was working fine during the day but when she left, she received the alarm. The customer was advised that insulin pump would need to be replaced. The pump will be returned for analysis.

Manufacturer narrative:
Device received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertically cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test verify critical pump error or open book due to blank display.